Event description:
The patient reported that the pink slide did not advance as expected during pod activation, indicating a potential needle mechanism failure. The duration of pod wear at the time that the issue was identified was not provided. The patient¿s blood glucose levels were reported to be high at the time of the event; however, no specific blood glucose value was reported. No medical intervention was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.